Manufacturer narrative:
The technician found during a between patient inspection of the bed that the rubber brake pad missing causing the brakes not to hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this be. It is unknown if the facility performed preventative maintenance on their beds. The technician replaced the head right caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding (the head right brake was inoperative). The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).